Event description:
Information received indicates the head end casters do not hold when the brake is set.

Manufacturer narrative:
The technician replaced the head end brake casters to repair the stretcher.